Event description:
The pt's dr had increased insulin dosage from 35 units a.m. And 25 units p.m. To 45 units a.m. And 35 units p.m. Based on the pt's suspect device readings. The pt passed out and had to be revived by her daughter. The pt did not have suspect device coded properly.